Manufacturer narrative:
Date sent to the FDA: 03/02/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a laparoscopic repair of an inguinal hernia and concomitant repair of an umbilical hernia on (B)(6) 2011 and mesh was used. Sutures were used for each of the straps and placed at the 6 and 12 o'clock locations. Post operatively, after using oral narcotic pain medication, the pt experienced several episodes of wretching and vomiting, then developed abdominal distention, prompting him to go to the emergency room. A CT scan was done demonstrating a loop of bowel above the mesh, but without obstruction. The pt was returned to the operating room on (B)(6) 2011 at which time the surgeon found that the sutures on one of the straps had pulled through the fascia. The mesh was removed and another mesh was placed. The surgeon opines that the hernia recurred due to failed fixation due to poor tissue quality.